Event description:
Reported as "pump quit working" and "pt dissatisfied and requested explant." Pump stopped dispensing drug after implanted for 7 months.

Manufacturer narrative:
Primary finding of pump analysis revealed no device failure, no anomaly found. Results of extended pump testing (100 day cycle) revealed normal motor function. Analysis of the catheter revealed no failure detected but product out of spec due to explant damage (hole). 04/14/1998: g9-MFR report number has been corrected here and in header on page 1.I.